Event description:
An agiltrac balloon was inflated to 22 atmospheres of pressure. Balloon ruptured causing a piece of the balloon and catheter to break off. Catheter and balloon were retrieved from pt's vein in left arm.